Event description:
Patient's daughter reported the patient died on (B)(6) 2026 from septic shock secondary to an influenza a infection, along with a congestive heart failure exacerbation. It is unknown when the pt took their last dose of their adempas or ohtuvayre. No additional information, dates, or details provided.